Manufacturer narrative:
There was a battery installation and afterwards the unit started the count and stop at number 6 followed by blank display and a constant audio alarm due to cold solder joints at u7 m/b. There wasn't a full segment display or black display anomaly noted. The unit had minor scratches on the lcd window, a cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 114 mg/dl. The customer also stated that they received a no delivery alarm as well. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.